Event description:
It was reported that during a scheduled f/u of the implanted ICD system, noise relative to the subject lead was recorded within an episode dated (B)(6) 2013. It was also indicated that the lead impedance has slightly decreased over time, and high pacing threshold has been present for several years that is accepted by the physician. The lead remains implanted and active.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.